Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. Three months 15 days post procedure, on (B)(6) 2025, it was noted that there was frequent blood oozing at the exit of the tunnel, and the catheter was pulled outward slightly, and small bleeding holes were noted at the catheter, from which blood could be visibly seen oozing out of the small holes. Additionally, extravasation was also observed. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. Three months and fifteen days post the procedure, on (B)(6) 2025, it was noted that there was frequent blood oozing at the exit of the tunnel, and the catheter was pulled outward slightly, and small bleeding holes were noted at the catheter, from which blood could be visibly seen oozing out of the small holes. Additionally, extravasation was also observed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a partial view of the dialysis catheter implanted into the patient. The physician is seen wiping the catheter with a swab as blood is noted to be oozing out continuously. Repetitive wiping is performed as the blood was oozing out. Therefore, the investigation is confirmed for the reported fluid leak issue and material puncture or hole issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, g3, h1, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.